Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). No device was returned for evaluation. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Age: (B)(6). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02436. Discarded

Event description:
It has been reported that during anterior cruciate ligament reconstruction, the ziploop was pulled to length out to the medial portal but the graft did not go up into joint space or femoral tunnel. The surgeon thought it looked like it went towards the medial portal. Because of the delay caused, it lead to swelling of the graft. The joint seemed to have good stability at the end of the case on third trial. No adverse events have been reported as a result of the malfunction.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.